Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the inner hose was loose at side of machine and the safety latch and bearings were defective. The device was repaired by replacing a few components. MFR date: 03/2012.

Event description:
The customer reported that the device was leaking air. This is 1 of 1 report for event # (B)(4).